Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-paced t wave oversensing were observed. Technical support was contacted and recommended reprogramming to avoid the oversensing. The device was explanted and replaced. The patient's condition was stable following the procedure.